Manufacturer narrative:
(B)(4). Pump was received with a constant failed battery test alarm due to corroded battery tube. Unable to verify low battery alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant failed battery test alarm. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery runs out quickly few batteries were changed and error continued. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.